Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.0, lab-inr: 3.4.

Manufacturer narrative:
End-user reported accuracy discrepant test result. Correlation comparison data was provided by end-user. Meter (sn# (B)(4)) in complaint was returned. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Returned meter was tested with sample from therapeutic donors and retained strip# 080539a/s66uj. Test result met accuracy criteria. Functional test was performed. All testing criteria passed. No product deficiency was established. Replacement meter was sent. Further testing is not required at this time. No corrective action is required, as no product deficiency was established. No further investigation is required. Biosite received 1 inratio meter (sn# (B)(4)). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.0, reference: 3.4, mean: 3.70, confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In house accuracy test: test date: donor 4 ((B)(6) 2009), donor 5 ((B)(6) 2009), meters sn: returned meter ((B)(4)), in-house meters ((B)(4), (B)(4)), retained strip ln: (B)(4) (s66uj) from data memory, comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.